Manufacturer narrative:
The customer reported blood gets trapped in the second port, and the only way to get it out is to flush it. The customer returned one photo, which did show the set is full of blood. The set is of an unknown material and unknown lot. The customer report is unable to be verified without the physical sample for investigation. The root cause for the issue could not be found without the replicated failure. The root cause is potentially related to the specific set the customer is using, and the customer's sales rep has been contacted to address the concern. A device history record review was not performed as the lot number is "unknown" for this complaint.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that blood is getting trapped in the second port and the only way to get it out is then flush the second port. They are very stiff and do not lie flat on the patient's arm, catching on things and pulling up on the dressing.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.